Event description:
It was reported that the patient swapped to their backup system controller after hearing an alarm. Log files were submitted for review and captured backup battery(ebb) fault alarms beginning at 9:56 am on 27mar2024. Following onset of the alarms, the driveline was disconnected at 9:58 am. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment is operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed based on the information recorded in the provided event log file. The event log file contained data recorded (B)(6) 2024. The system operated with no atypical alarms until (B)(6) 2024 when at 09:56 a backup battery fault alarm associated with an ebb load test fail (error code f36) became active. The data recorded at 09:58 revealed that the driveline was disconnected which is consistent with the report of the patient swapped to the backup system controller. The periodic log file contained events recorded (B)(6) 2024 (09:48). The recorded data did not add any new information regarding the reported event. At the time the log files were collected the backup battery in use was serial number ((B)(6)) with a manufacture date of 02mar2023. The system controller, serial number (B)(6) was not returned for evaluation. In conclusion, the root cause of the backup battery fault alarm captured in the log file was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. At the time the log files were collected the backup battery in use was serial number ((B)(6)) with a manufacture date of 02mar2023. The backup battery, serial number (B)(6), was also observed to pass all initial manufacturing testing per the manufacturing test datasheet. Heartmate 3 patient handbook rev d, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook rev d cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use rev c, under section ¿system operation¿ covers the system controller backup battery power and replacing a backup battery in the system controller. All the steps to replace the backup battery are addressed in this section. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.